Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while charging, the battery gauge was fluctuating and a power source alert occurred. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source. The customer's blood glucose within range. The customer continued to use the pump for insulin therapy. Upon follow up, customer reported having no further issues.